Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) had an autofill error prior to use on a patient. It is unknown if patient was involved, however no adverse event was reported.

Manufacturer narrative:
The event site name in block is shortened due to field character limit. The full name is (B)(6). A getinge field service engineer replaced suspect main pcb and data sets and then configured user options. The fse performed calibration check, functional testing and safety check to factory specifications. The unit passed all functional checks and was cleared for customer use.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected fields:d5, h6 (clinical code). The failure analysis and testing dept. Received the faulty parts with the reported failure of electrical test failure 42. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat installed pcb main board and assembly dss along with assembly iabp datasette into the cs300 test fixture and tested the parts to factory specifications per the cs300 service manual. When the fat proceeded to turn the cs300 on, the unit went through self test and the unit alarmed with the code electrical test failure code 42. Code 42 was what the fat observed and not code 57 which was described in the complaint. The fat then removed assembly dss and assembly iabp datasette from the board and replaced them with a known good set of datasets. The fat proceeded to turn the unit on and the unit went through self test and alarmed electrical test failure code 42. Resulting in a defective pcb, main board the board failed testing. This is the final investigation, the board will not go back to the supplier. Retained the board in the fat per procedure. The non-conformances with the returned components were confirmed.

Event description:
N/a.